Manufacturer narrative:
Per the physicians office all the procedures were conducted successfully with no malfunctions or error codes. Zeltiq reviewed the system logs and confirmed no system malfunction occurred during treatment. On (B)(6) 2012, the office contacted zeltiq to report a case of no result. On (B)(6) 2012 the physician alleged that the fatty tissue in the treatment area had increased. The case is further complicated by the pt undergoing four weekly lymphatic drainage massages after each coolsculpting treatment and four weekly treatments of exilis, a radio wave frequency treatment after the second coolsculpting treatment. The physician reported that these treatments were intended to speed healing by increasing cutaneous blood flow. The pt apparently developed enlargement of the treatment area after these treatments.

Event description:
It is alleged that a (B)(6) male pt received coolsculpting treatment with a 6.3 applicator to each side of his lower abdomen on (B)(6) 2011 and a second treatment to each side of his lower abdomen on (B)(6) 2011, both procedures were conducted successfully. Treating physician's office did not recall any malfunctions or error codes. On (B)(6) 2012, the office contacted zeltiq to report a case of no result. On (B)(6) 2012 the physician alleged that the fatty tissue in the treatment area had increased. The available information did not indicate a reportable permanent damage. On (B)(6) 2012 zeltiq was informed by the physician that the pt has undergone liposuction at a different clinic and is therefore being reported. A follow-up report will be made to the agency if and when new information is received about this case.